Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right knee was revised due to flexion contracture. The patient's cr knee was revised to an mrh knee (patellar component was retained). Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.